Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, thus there was no adverse impact. Technical support assisted the customer with resetting the pump, which prevented the malfunction code from recurring. The customer was allowed to continue using the pump and advised to call back if any issues arose.